Event description:
Literature: kluger bm, foote kd, jacobson ce, okun ms, lessons learned from a large single center cohort of patients referred for dbs management. Parkinsonism relat disord. 2011;17(4):236-239. Www.elsevier.com/locate/parkreldis. Doi:10.1016/j.parkreldis.2010.05.003. Summary: the authors prospectively collected data on 108 patients who had received dbs surgery for the treatment of parkinson's disease, essential tremor, dystonia or other, at an outside institution and who were referred for further management in order to uncover potential lessons to optimize dbs. Reportable event: ninety percent of patients reported at least one area of symptomatic dissatisfaction with the results of their dbs. Common issues included pre-operative misdiagnosis ((B)(6)), presence or exacerbation of symptoms not addressable by current dbs technology ((B)(6)), lead misplacement ((B)(6)), and need for medication ((B)(6)) or dbs programming ((B)(6)) optimization. Overall, (B)(6) of subjects had no improvement, (B)(6) slight improvement and (B)(6) large improvement after medical and/or surgical management.

Manufacturer narrative:
(B)(4).